Event description:
Caller reported potential false negative urine hcg results on one pt with hcg device sp brand rapid test vs. Beckman dxi. Customer observed two negative results on same pt¿s urine sample when testing on (B)(6) 2012. The same sample was tested on (B)(6) 2012 with a positive result. A quantitative serum test was performed on the beckman dxi analyzer with the following result: 50,000iu/ml.

Manufacturer narrative:
Lot number(s): hcg2010020; expiration date(s): 01/01/2014. Control: 25miu/ml hcg urine lot: hcg120405-01, 210.0iu/ml hcg urine lot: hcg120517-01, 219.31iu/ml hcg urine lot: hcg120409-01, 202iu/ml hcg urine lot: hcg120522-01. Summary of results: the retention devices meet qc specification, details as below. Correct positive results were observed when tested with 25 miu/ml hcg urine control at 3 minute read time. (N=15). The 210.0iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5), the 219.3iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5), the 202iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client¿s result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer¿s returned urine sample was run with four retention devices of lot hcg2010020. All results gave strong positive results. Customer¿s complaint was not replicated in-house. Customer¿s observation could not be reproduced in-house with control samples and customer¿s returned sample. Hcg urine controls at cutoff and high level were tested with retain products, all results met qc specification. No false negative was observed. Customer¿s returned urine was tested with retain devices. Strong positive results were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined from the info provided by the customer. To date, one complaint has been reported against this lot. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.